Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the operation, the peel-away sheath broke during the tearing/removal." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4). The customer returned multiple components of a PICC kit, including one peel away sheath and dilator, for analysis. Signs of use were observed on the returned components. Visual analysis revealed no obvious defects or anomalies with the returned sheath. The sheath tabs and extrusion were intact, and no damage was observed to the sheath body. Based on the customer report that the sheath was broken during use on the patient and that the "defective product could not be recalled", the returned sample was investigated as a representative sample. The sheath length from the tabs to the tip measured 4", which is within the specification limits of 3 7/8"-4 1/8" per the peel-away product drawing. The sheath outer diameter measured 0.0970", which is within the specification limits of 0.091"-0.101" per the peel-away product drawing. The sheath was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow. Holding sheath in place, remove guidewire and dilator as a unit." The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath with little to no resistance. Additional testing was not required as part of this complaint investigation. A device history record review was performed, and multiple potential findings were identified. Nonconformances were created for the batch regarding the "peel-away sheath tears incorrectly" failure. Without the reported sample returned for analysis it cannot be determined if this finding is relevant to the reported event. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. If necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." The report of a peel-away tabs breaking was not confirmed through complaint investigation of the returned sample. The returned sample was investigated as a representative sample based on the nature of the customer report and sample received. The returned sheath passed all relevant visual, dimensional, and functional requirements. No problem was found with the returned device. Based on these circumstances, the potential root cause cannot be determined as the reported sample was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the operation, the peel-away sheath broke during the tearing/removal." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".